Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that improper handling caused the failure to occur. The assignable root cause was determined to be traced to user, which is improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device was not functioning at all. The motor and the electronic control unit (ecu) were measured separately and it was determined that the malfunction was with the motor. It was further determined that the collector of the motor was worn out and damaged due to overloading. After disassembling, it was observed that the motor looked heavily worn. It was further determined that the trigger was sticky. It was further determined that the device failed pretest for check for sticky speed trigger and check the oscillation/forward/reverse mode function. It was noted in the service order that the device did not start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.